Event description:
A surgical technician reported that the laser probe sticks and causes the cannula to pull out of the incision. There has been no patient harm.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Because no lot number information was provided, the device history record could not be reviewed. The root cause is unknown. (B)(4).